Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) bp connector inside the front end board was broken. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g1,g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) evaluated the unit and confirmed that the bp plug had been snapped off ,upon inspection, it was determined that the bp connector had been broken off inside. The fse replaced the front-end board (part no. 0012-00-1815) and the bp cable . The damage was confirmed to be physical in nature and not related to a device malfunction.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, investigation findings, component codes).

Event description:
N/a.